Event description:
During tonsillectomy/adenoidectomy procedure - dr noticed a burn to right corner of lip. Dr questioned that the bovie tip was improperly seated into the bovie handle. There was no defect seen. There is also a question that the bovie tip was placed by the surgeon against the tip while "bovieing". The procedure was completed without incident using same bovie tip and bovie handle. Rptr does not believe the product was unsafe.